Event description:
It was reported that the system had previously been moved from the left side to the right side due to the patient receiving radiation therapy. The patient subsequently complained of discomfort. The implantable pulse generator (ipg) was moved back to the left side, and the right-sided leads were removed and previously capped left-sided leads were reattached to the device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).